Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen levels of the device did not rise. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the oxygen levels of the device did not rise. Onsite service is currently pending, and the investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
It was reported that the oxygen levels of the device did not rise. A field service engineer (fse) went onsite and was unable to duplicate the reported issue. The fse confirmed no malfunction. The fse was unable to duplicate the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.